Event description:
It was reported that the reported defibrillator's quick-combo adapter was corroded and inoperable.

Manufacturer narrative:
The customer purchased a new quik-combo adapter, installed it in the device and placed it into service.